Manufacturer narrative:
PMA/510k: there was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: the reported events of damage to the power module (serial number: (B)(4)) and an expired backup battery were confirmed upon arrival of the returned unit at the european distribution center. Damages to the bottom housing, rubber vent bands, and battery door were observed, and the battery was noted to have expired on 30apr2022. The power module was functionally tested and found to perform as intended despite the observed damages and expired battery. The housing, rubber vent bands, battery door, and battery were replaced, and preventative maintenance was performed. The repaired unit was returned to the rental pool after passing all required testing per procedure. The root causes of the reported events were unable to be conclusively determined through this analysis. Review of the device history record for the power module, serial number (B)(4), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate power module instructions for use (IFU) instructs users to regularly inspect the power module, and to not use a power module that appears damaged. The heartmate power module IFU (section 11.0 ¿routine maintenance¿) instructs users to bring their power module to an authorized service technician at least once per year for a thorough inspection and cleaning. The heartmate 3 patient handbook section 6 ¿ ¿caring for the equipment¿ explains how to care for and clean all equipment, including the power module. Additionally, section 10 ¿ ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of the heartmate 3 lvad equipment, including the power module. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the bottom cover and battery door of the power module were damaged, the battery was expired, and 4 rubber vent bands needed to be replaced.